Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's dad reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 170mg/dl at the time of the incident. Process. The customer stated that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating basic occlusion test, occlusion test, prime alarm test, force sensor test, excessive no delivery test or verify compromised force sensor test alarm due to motor error alarm.